Event description:
Alydia health received a completed jada experience survey form on 03/31/2022 that reported jada did not stop the postpartum hemorrhage (pph) and noted "need bilateral uterine artery embolization jada left in place and worked" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The event date for this survey was (B)(6) 2022. The information provided for this event was received from the survey. This patient is described as having obesity, hypertension, and pre-eclampsia. Her pph started within one hour after an emergency cesarean section delivery. Prior to jada use she received pitocin (unknown dose). The patient's blood loss prior to jada use reported as 2500 ml, which is severe pph. The amount of blood evacuated with jada was noted as 150 ml. The site did not respond to requests regarding device retention, lot number, or additional information for this case. We have made a good faith effort to obtain this information.

Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatments (uterine artery embolization) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.